Event description:
The pt was implanted with two leads with the same lot number. It is reported that the pt has experienced a change in the location of her stimulation. She fell a few months prior. X-rays showed her leads may have migrated. She is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.